Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after changing his supplies. Customer was unsure if they accidentally put on their old cartridge instead of the new one. Tandem technical support assisted customer in delivering a 10 unite bolus so the at the insulin gauge can recalculate and customer received the correct reading. There was no reported impact on customers blood glucose level .